Event description:
The user facility reported that a 46-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced sudden high purge pressure and a purge leak. The patient initially received a purge blocked/purge pressure high alarm that began noted on the impella connect. The purge cassette was exchanged and the issue troubleshooted without resolution. The cardiologist subsequently ordered cardiologists 2mg tissue plasminogen activator (tpa) in 50ml sterile water. After about 1 hour of tpa, purge flows increased to ~2.2 ml/hr with purge pressure <1000 mmhg. It was additionally reported that the purge sidearm leaked during support, which required a purge bypass to resolve. Sodium bicarbonate was used in the purge solution. No further information was provided. The device was still in use at the time the report was written. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported high purge pressure and purge leak was completed. The device was not returned for evaluation. Analysis of the data logs confirmed a sudden spike in purge pressure, accompanied by the "purge system blocked" and "purge pressure high" alarms hours before gradually resolving. After reviewing the clinical information, it was determined that the cause of the high purge pressure was most likely biomaterial buildup in the purge gap since the administration of tpa resolved the issue. There is additional evidence that the purge line may have been kinked as well. However, the root cause of the purge leak could not be determined since the device was not returned. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03518 was provided in sections b1, b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
The procedural outcome noted that the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).